Event description:
Related manufacture reference number: 2017865-2022-03069. It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited high capture thresholds and the atrial lead exhibited noise oversensing causing pacing inhibition. Both lead were explanted and replaced on (B)(6) 2022. The patient is recovering from procedure.